Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing device extrusion. The recipient had reportedly had previous implant extrusions and flap reconstructions. The device was functioning and hearing performance remained stable. Initial extrusion occurred in (B)(6) 2024 with immediate flap reconstruction, and a second reconstruction was required in (B)(6) 2025 after a recurrent infection. Revision surgery is under consideration due to recurrent flap infection, which caused device extrusion.

Manufacturer narrative:
Additional information section: e.1, e.2, e.3, g.2. The recipient reportedly experienced a head trauma at the time of accident in 2024 prior to extrusion. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient has healed. The explanted device is requested to return to the company for analysis. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information section: b.3, d.6b, h.6. The recipient's device was explanted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information - section e1, e2 & e3. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.